Event description:
Getinge became aware of an issue with one of our mobile tables 113322b5 - alphamaxx (460 mm longit. Shift), EU. As it was stated, the patient was on the operating table when it started to lower. Subsequently, the tilt movement to the right side occurred and the patient began to fall off the table. The staff quickly managed to catch the patient and prevent the patient's fall. During this intervention, a nurse involved in assisting the patient sustained injuries and subsequently required medical assessment and physiotherapy. No patient injury was reported. However, we decided to report the issue due to the occurrence of injury to a staff member.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The full unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022. E1: initial reporter: (B)(6). E3: occupation: medical engineer: attorney.